Event description:
Additional information received from a manufacturer representative reported that the screws were deviated about 5 mm. No troubleshooting was done as the use of the guidance system was aborted. The deviated screws were revised using navigation.

Manufacturer narrative:
Analysis of the exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor workstation. Analysis reviewed the planning of the reported deviated trajectories and no issues were found with planning which match the deviations reported. The log files of the registration were reviewed. The registration done in the or was recreated and l5 showed yellow values with noticeable shift that could be observed. Analysis was able to achieve a green labeled registration of l5 which showed no noticeable shift. A comparison was performed between the surgical arm coordinates achieved in the operation room and the once achieved during analysis. The coordinates shows different values in the x-axis which reflects to lateral movement of the trajectories, although the changes in the first point show little difference in the numbers ¿ the second points of both l5 right and left trajectories show significant change in numbers that assure the there was a lateral shift. There had been many artifacts interfering with the visual confirmation of the registration process when comparing the c-arm screening to CT : interbody cages, screws and retractors that not only hide parts of the anatomy, but also causing a reflection that makes it hard to identify anatomical landmarks. After reviewing all available information, analysis concluded the cause of the deviations experienced in the or is a false positive registration of l5 while it was presented yellow value. Fine adjustments of the segmentation borders in fluoro segmentation phase would have solved the issue and present l5 vertebra as green value with no notable shift. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative discs with fixation. It was reported that registration was completed, but there was a yellow value at l5. The surgeon determined the values was acceptable and proceeded to operate. L5 right and left were found to be deviated in the superior and lateral directions. The cause of the deviation was unknown. When executing the last trajectory, errors 3253 and 295 canbus error was displayed. The surgeon was unable to use the guidance system to place the last screw. Navigation was used to place the last screw and redirect the right and left l5 screws. There was no patient harm and the procedure was delayed less than an hour.